Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, the first band was deployed without difficulty. The physician attempted to deploy a second band, but the band failed to deploy. The physician attempted to deploy the band again, but the band failed to deploy. The aspiration of the varicose vein without band deployment led to the recurrence of the hemorrhage by tearing of the varicose vein. It is unknown if the bleeding required medical treatment. Additionally, the patient condition following the event was not reported. Multiple attempts to obtain additional patient and procedure information have been unsuccessful to date. Therefore, this complaint is being reported as a serious injury due to the ambiguity of the information currently available. Should additional relevant details become available, a supplemental report will be submitted. Additional information received (B)(6) 2019. It was reported that prior to the oeso-gastroduodenal fibroscopy (ogdf) procedure, the patient was bleeding and experienced massive hematemesis and had red signs with platelet nail at endoscopy. The speedband device was being used as curative treatment for the esophageal varices with recent bleeding. Following deployment failure of the bands, the patient experienced further bleeding. The physician then provided the patient with a deeper anesthetic to continue the procedure. However, following injection of the anesthetic, the patient experienced a serious allergic reaction to the anesthetic and experienced anaphylactic shock. The patient subsequently had cardio respiratory arrest from which they did not recover. In the physician's assessment, the patient died from hemorrhagic and anaphylactic shock.

Manufacturer narrative:
Patient's date of death updated based on additional information received on (B)(6) 2019. Event description based on additional information received on (B)(6) 2019. Patient medical history updated based on additional information received on 18mar2019. Type of reportable event updated from serious injury to death based on additional information received on (B)(6) 2019. Added patient code 1765 to address the reportable event of patient cardiopulmonary arrest. Added patient code 1802 to address the reportable event of patient death. Added conclusion code 4316 in lieu of an adequate conclusion code for 'device not returned'. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. Device code 2610 has been selected to address the reportable event of bands failed to deploy. Patient code 1888 has been selected to address the reportable event of patient hemorrhage requiring medical treatment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, the first band was deployed without difficulty. The physician attempted to deploy a second band, but the band failed to deploy. The physician attempted to deploy the band again, but the band failed to deploy. The aspiration of the varicose vein without band deployment led to the recurrence of the hemorrhage by tearing of the varicose vein. It is unknown if the bleeding required medical treatment. Additionally, the patient condition following the event was not reported. Multiple attempts to obtain additional patient and procedure information have been unsuccessful to date. Therefore, this complaint is being reported as a serious injury due to the ambiguity of the information currently available. Should additional relevant details become available, a supplemental report will be submitted.